Event description:
It was reported that pump displayed malfunction alarm with code malf 9, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset with no recurrence of malfunction, and was advised continuing using pump and call back if malfunction alarm appeared again, which customer acknowledged and understood.